Event description:
The patient comes in for antibiotic infusion daily. The PICC line was inserted by a radiology interventionalist in patient's right basilic vein. On the day of the discovery, the nurse was flushing the catheter and discovered saline flush was leaking at the catheter's clamp site. Nurse found a small hole on the catheter. The PICC was discontinued, and a peripheral intravenous line was inserted for the infusion of the antibiotic. Unfortunately, the packaging is not available because this was inserted the previous month so a lot of the information is not available.